Event description:
It was reported by service report that the nurse call was not working and there was no power to the auxiliary outlet. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Auxiliary power cord unplugged. Nurse call cable broken. Issue was resolved for customer by plugging auxiliary power cord back in.